Manufacturer narrative:
A review of the black box data showed no evidence of alarm. During testing, the pump successfully completed the ez prime steps. No issues occurred during the rewind step; the piston fully retracted in cartridge compartment. The pump was exercised for 24 hours with no issues. The pump cover was opened and no internal defect was found. The complaint was not duplicated during testing. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a motor (rewind issue) issue. It was alleged that the piston rod was not retracting. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.